Event description:
During an atrial fibrillation procedure, it was reported that the electrodes of the lasso nav duo loop eco catheter were damaged during the process of insertion using the insertion tool. The procedure was completed by exchanging the catheter. There were no patient consequences. Per the current information and since no product will be returned, bwi determined to report this event.

Manufacturer narrative:
The device has been disposed by the customer. (B)(4).